Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The patient was moved to another device. The customer called technical support to report that a 1104 "backup alarm failed" error occurred. The remote service engineer (rse) performed troubleshooting with the customer and informed the customer that a probable cause was a failure in the power management (pm) printed circuit board assembly (pcba). An authorized service provider (asp) engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the asp engineer performed troubleshooting, confirmed the reported issue, inspected and teste the device, and found that there was poor connection with the speaker wire. The asp securely connected the speaker wire, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.